Manufacturer narrative:
The unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. Unit had intermittent button response. Unable to determine root cause of intermittent button response due to pump preservation. Unit had cracked reservoir tube lip. Data analysis:(B)(6) 2016 daily insulin total = 32.900u (B)(6) 2016 daily insulin total = 17.350u (B)(6) 2016 15:42:26 battery change, battery removed. Then a battery out limit alarm occurred and the time was reset to (B)(6) 2012.the download history file then lists data from (B)(6) 2012, (B)(6) 2017.

Event description:
It was reported that the customer passed away in the emergency department on (B)(6) 2016. The cause of death was; caller was not sure as death certificate was not yet received, but customer was having issues with the heart, so caller assumed that it may be heart issues. At the time of death, the customer's blood glucose was probably 58 mg/dl, but caller was not sure. The customer was not wearing the insulin pump at the time of death; it had been disconnected for a couple of hours prior to death by emergency workers. The customer was not using sensors. The caller stated that the customer had no other diseases. The caller agreed in returning the insulin pump.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump had intermittent button response due to flattened and creased dome switches. The keypad connection on the lcd board was found locked. The insulin pump passed the delivery volume accuracy test.